Manufacturer narrative:
(B)(4). Technical support engineer (tse)troubleshot this issue with the customer over the phone. Tse suggested the front housing, keyboard and label be replaced.

Event description:
It was reported that the ventilator had a screen block error during testing. There was no patient involvement. The customer reported that the touchscreen was not mounted correctly due to broken housing. Technical support troubleshot this issue with the customer over the phone.